Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during procedure the axium coil would not detach with an instant detacher. The patient was undergoing a procedure for cerebral arteriovenous fistula/embolization. The tortuosity was medium level and small in vessel diameter. It was noted that in order to prevent the microcatheter moving from the target location the healthcare professional (hcp) removed the axium without attempting manual detachment. As a result a new axium was opened with the coil able to be detached from the same instant detacher successfully. There were no related patient symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.